Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: the returned complaint device consisted of a coyote nc balloon catheter. The balloon is loosely folded. He hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that there is a hole in the balloon at the 2mm from the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.